Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. Reasonable evidence suggests the device exhibited a malfunction. This lead was successfully replaced. No additional adverse patient effects were reported.